Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed foam particles inside the assembly. The foam insulation needs to be replaced to resolve the issue. The service technician was unable to extract information from the device because the lcd display was damaged. The service technician also noted a damaged ui panel and dust/dirt contamination in the device. No repair was performed. The device was scrapped by the service center after the evaluation was completed.